Event description:
On 04/21/2022, it was reported by a sales representative via sems that a ar-1510fs-7 ratchet drill sleeves top popped off, making the guide unusable. This occurred on (B)(6) 2022 during an unknown case, with no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection it was noted that the head of the guide is detached. This matches an older version of the product (rev. 4). A one-piece construction (rev. 5) was introduced with eco-15510.